Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received results of 188 and 182 mg/dl. The normal control range is 92-127 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.